Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information is in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the faradrive's risk documentation was completed and confirmed that the event of bleeding was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: boston scientific has assigned an investigation conclusion code of known inherent risk as the access site bleeding was listed as a potential complication in the device's instructions.

Event description:
It was reported that after a pulse field ablation (pfa) procedure the patient experienced bleeding form the access site. Following a procedure where a faradrive sheath was selected for use, the patient required prolonged hospitalization due to bleeding from access site due to coughing and bearing down after 3 hours of bedrest. Family not comfortable going home. No more information was provided. No device issues were reported. It's unknown if the device will return for laboratory analysis. It was further informed that the device is not going to be returned, it was disposed. Procedure was completed. The event occurred post procedure, post 3-hour bedrest. The patient was discharged home the next day (B)(6) 2025 and is now fully recovered.

Event description:
It was reported that after a pulse field ablation (pfa) procedure the patient experienced bleeding form the access site. Following a procedure where a faradrive sheath was selected for use, the patient required prolonged hospitalization due to bleeding from access site due to coughing and bearing down after 3 hours of bedrest. Family not comfortable going home. No more information was provided. No device issues were reported. It's unknown if the device will return for laboratory analysis. It was further informed that the device is not going to be returned, it was disposed. Procedure was completed. The event occurred post procedure, post 3-hour bedrest. The patient was discharged home the next day (B)(6) 2025 and is now fully recovered.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information is in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that after a pulse field ablation (pfa) procedure the patient experienced bleeding form the access site. Following a procedure where a faradrive sheath was selected for use, the patient required prolonged hospitalization due to bleeding from access site due to coughing and bearing down after 3 hours of bedrest. The family not comfortable going home. No more information was provided. No device issues were reported. It's unknown if the device will return for laboratory analysis.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information is in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.